Event description:
It was reported that the balloon ruptured. A 3.00 x 15 mm agent dcb was advanced for treatment. Inflation could not be performed and it was noted that the balloon ruptured. The balloon was removed via the normal method and the procedure was completed with a different device. The patient was in good condition after the procedure and no injuries were reported.